Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, when pulling out the dilator, this remained hanging on the cannula. Cannula had to be held with a second hand to complete the procedure. When drag out the dilatator, this stay to catch by the "lipseal" in the cannula. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: there is an unknown object pointing at the distal end of the obturator. The obturator tip has a yellow circle drawn around it. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.